Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then downloaded the electronic record from the patient event for review.  Upon review of the electronic record, physio was able to verify the lack of an ECG trace during the event. The customer did not return the cables that were used during the event for evaluation, and the therapy electrodes used during the event had been disposed of by the customer.   Physio-control then completed repairs unrelated to the reported issue and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that the device had been evaluated at their facility and the reported issue could not be duplicated.  Normal device operation was observed.  The customer requested that the device be sent in to physio-control for evaluation. The customer further advised that the therapy electrodes used during the event were disposed of and therefore not available for evaluation. Physio-control performed a clinical review of the reported event and agreed with the conclusions of the facility's medical director that the device use did not contribute to the patient's outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected via quik-combo therapy cable and therapy electrodes (brand unknown) while in paddles lead ECG.  As a result, defibrillation may have been delayed or not possible. The patient, a (B)(6) year-old male, was found unresponsive, pulseless and apneic on a bench.  Medical personnel placed the patient on a stretcher and began resuscitation efforts.  Once the patient was in the back of their ambulance, medical personnel connected the patient to their device using the quik-combo therapy cable and therapy electrodes; however, they were unable to obtain the patient¿s heart rhythm while in paddles lead ECG.  Medical personnel changed out the therapy electrodes but that did not resolve the reported issue. Medical personnel continued their resuscitation efforts and obtained a backup device (AED, brand unknown) which indicated ¿shock advised.¿  following shock delivery medical personnel advised that the patient remained in a pulseless cardiac arrest.  Medical personnel then continued with als cardiac arrest protocols and requested an additional als unit to the scene to assist. When the second als unit arrived on scene and placed the patient on their device, the monitor showed that the patient¿s heart rhythm was asystolic. Medical personnel continued their resuscitation efforts while transporting the patient to a local hospital. Throughout the event, there was no change to the patient¿s status. The patient did not survive the event.  The facility¿s medical director reviewed the incident and advised that it was their opinion that the device use did not contribute to the patient's outcome.